Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was no longer working and would not charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Date of event: 2014.

Event description:
A report was received that the patient's ipg was no longer working and would not charge. The patient will undergo an ipg replacement procedure.